Event description:
It was reported that during maintenance, the pump displayed the error code: motor timeout error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump displayed the error code: motor timeout error. Investigation of the service history of this device shows that this device has not been in for service. Visual and functional testing was performed and complaint was duplicated. The reported issue was determined to be caused by a defective motor sensor was defective, problem was resolved after replacement of motor sensor.